Manufacturer narrative:
Please see the attached file for the results of our investigation. (B)(4).

Event description:
It was reported a surgery was extended by 50 minutes due to the targeter malfunction after connecting to the controller. A c-arm was utilized to complete the surgery and no adverse patient outcome was communicated. No adverse patient outcome was communicated.